Event description:
Pt reported that the meter/lab comparison results were 136 mg/dl versus 99 mg/dl. No symptoms were reported. Tests were done 30 minutes apart. No symptoms were reported. Unable to contact pt by phone to confirm the above results (and verify which results were obtained on the ss and which by lab). Letter was sent to pt requesting that the pt contact lfs. There was no allegation of harm.